Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose readings from the insulin pump. The customer's blood glucose reading was 400 mg/dl. The customer treated with manual injections. The customer stated that he made a screw up in the pump and it is now alarming. The customer stated that he put the monitor in and went to dinner and forgot his shot. The customer was assisted with silencing his alerts.